Event description:
A dynaflex device was implanted on 4/8/94. Info received on 7/1/97 indicates pt spouse states "neither side inflates." Info received on 9/24/97 indicates the dynaflex device was removed from the pt on 9/11/97. An ambicor device was implanted.